Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during the investigation, a review of the black box and alarm history showed multiple ¿cs088¿ watchdog alarms. The battery compartment and cap were undamaged and able to fit. Evidence of moisture corrosion was observed on the display screen and inside the pump. The pump¿s ¿ez-prime¿ steps were performed correctly, with no ¿cs088¿ alarm occurring during the investigation. The pump¿s cover was removed, and further moisture corrosion was found to the display screen and to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.